Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that following an ablation procedure when the pad was removed, it was noticed there was a burn on the pt's left thigh where pad had been applied. The pad was applied on the pt's thigh lengthwise with the cable side close to the knee. The burn occurred at the bottom part of the pad (far from the cable). Degree of burn is unk. The pt is under observation.